Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the bladder during a cystoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires detached inside the patient. The detached piece was successfully retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual assessment found the basket wires were all present and attached, the wires were kinked/bent. One of the basket wires demonstrated signs that it had been contacted with a laser. The sheath was torn off at the distal end. A detached fragment of sheath approximately 6mm long was returned. The detached fragment demonstrated signs of discoloration and melting, it was likely contacted with a laser. Another fragment approximately 2mm long remained attached to the basket. The basket wire s/a was bent in several locations along the working length. Functional evaluation found the basket would open but would not close completely due to the distal end of sheath detachment. The handle was stiff during actuation. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident that the device basket was detached. The distal tip of the sheath was detached. The basket and all basket wires were present and attached. Therefore, the most probable root cause for the customer complaint is not confirmed. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is evidence that the device was not used in accordance with the labeling. However, this was not related to the complaint failure mode (basket-detached).

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the bladder during a cystoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, one of the basket wires detached inside the patient. The detached piece was successfully retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.